Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08jan2019. (B)(4). Reporter phone number unknown.a follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that a "low leak" alarm sounded. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.